Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of severely calcified lesions in the left mid anterior descending artery (lad) via femoral access. Stenosis was measured at 95%, and the vessel diameter was 3mm. A 1.25mm angioplasty balloon could not be advanced into the lesion. Following difficult viperwire placement (primary wire), the oad was advanced near the target vessel. At that time, the viperwire shifted proximally. The previous wire position could not be regained, and the physician placed the wire in a collateral vessel off of the lad in order to guarantee sufficient distance between the lesion and the tip of the viperwire. One low-speed proximal-to-distal treatment was performed followed by a distal-to-proximal low-speed treatment. The crown jumped slightly, but the lesion was crossed without difficulty. The viperwire shifted proximally during the next proximal-to-distal treatment. The tip of the oad contacted the viperwire spring tip, and the wire became entrapped in the oad driveshaft. The oad and wire then became entrapped in the lad distal to the lesion. The system could not be withdrawn despite several attempts. These attempts included use of an additional guidewire and angioplasty balloon as well as an attempt to activate glideassist. The oad could no longer spin. The patient was sent for bypass surgery. The surgery was successful, and the patient remained hospitalized for rehabilitation post CABG.